Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the 3d image looks pixelated, isn't good, and there is a mix-up of the left and right images at an unspecified time involving an olympus flex deflectable videoscope. There was no patient injury reported.